Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, an off-label case with a 29mm sapien 3 valve in the native mitral annulus by lampoon procedure was implanted due to stenosis. An echo (tee) was performed, and the valve was unstable ('rocking'). A decision was made to post-dilatate with an additional 12ccs of volume. The commander delivery system balloon ruptured resulting in a trace to mild central leak and mild-moderate paravalvular leak. The system was removed without any difficulties. The patient was transferred for post management care. During post management care, the patient decompensated. The patient was treated medically and was placed on a ventilator. An echo (tee) was performed and revealed that the valve had migrated atrial. One day post-procedure, the patient received a 2nd 29mm sapien 3 valve and was implanted more ventricular. The central was resolved and the pvl remained moderate. After the procedure, the patient pressures began to improve, and overall status was better. Approximately 6 days post tmvr, the patient expired due to bowel ischemia.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and reviewed; however, the provided imagery is not relevant to the reported event. A device history record (DHR) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. It should be noted that sapien 3 thv was implanted in native mitral position for this case. Per IFU, sapien 3 (s3) thv with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or native mitral valve with an annuloplasty ring replacement only. So, it was off-label operation for native mitral valve replacement. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position. The commander delivery system with s3/s3u/s3ur IFU and procedural training manual were reviewed for instructions and guidance. Potential adverse events include valve stenosis, structural valve deterioration and device degeneration. The procedural training manual provides guidance on post-deployment thv assessment. Assess the thv post-deployment using tee in multiple plane, long axis for severity of ar, check thv position relative to coronary arteries, and short axis for central vs. Paravalvular regurgitation. In addition, the procedural training manual provides guidance on assessing aortic regurgitation post dilation. Consider post-dilation if paravalvular jets are clinically significant. Use the same rapid ventricular pacing protocol if limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased and post dilate with the same balloon. No IFU or training deficiencies were identified. The complaints for valve deployment and position thv migrated, valve exhibits paravalvular leak, and valve exhibits central regurgitation were unable confirmed due to unavailability of relevant imagery and/or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in thv at native mitral annulus for this case. The sapien 3 (s3) thv with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or native mitral valve with an annuloplasty ring replacement only at time of implant. It was off-label operation for this case. As reported 'an echo (tee) was performed, and the valve was unstable ('rocking'). A decision was made to post-dilatate with an additional 12ccs of volume. The commander delivery system balloon ruptured resulting in a trace to mild central leak and mild-moderate paravalvular leak.' Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. Less than severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. It was reported that additional 12cc of volume was used post deployment. In this case, it is possible that the valve was under expanded. The under expanded valve was likely not secure to the target site (native annulus), resulting in thv migration. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several procedural and anatomical factors, which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, pvl was noted after the deployment of the valve and after post-dilation it was resolved. It's possible that the valve was under-expanded resulting in the pvl due to the valve not creating an adequate seal with the target site. Per edwards technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow-co testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the central regurgitation worsened after the post-dilation of the thv. As such, available information suggests that procedural factors (under expanded thv, incomplete balloon inflation post dilation, off label) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.